Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that a revision reverse shoulder arthroplasty was performed due to dislocation of a revive stem with perform reverse construct. The glenosphere was revised from a 39 standard to a 42 eccentric, and the humeral construct was revised from a +0 centered tray with +6 retentive b poly to a low offset +0 tray with +6 retentive b poly. The surgeon did not attribute the dislocation to the devices and was satisfied with the outcome.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a revision reverse shoulder arthroplasty was performed due to dislocation of a revive stem with perform reverse construct. The glenosphere was revised from a 39 standard to a 42 eccentric, and the humeral construct was revised from a +0 centered tray with +6 retentive b poly to a low offset +0 tray with +6 retentive b poly. The surgeon did not attribute the dislocation to the devices and was satisfied with the outcome.